Event description:
No additional information received.

Manufacturer narrative:
Visual inspection of the returned product confirmed an unknown stain on the sleeve within the sealed sterile pouch. Ftir spectrum analysis of the stain could not positively identify the material composition. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to operator error during the manufacturing the process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During receiving inspection debris was found in the sterile packaging.